Event description:
This is filed to report tissue damage it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and thin degenerative leaflets. A mitraclip xtw was selected for treatment, but difficulties capturing the leaflets occurred. A perforation on the anterior leaflet was then observed. The clip was then successfully deployed on the mitral valve, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficulty capturing leaflets and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.